Event description:
It was reported that during a lobectomy procedure, surgeon found that staples were malformed after first firing. Changed another reload but still had same problem. The staff then changed the device to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing additional information: on what tissue type was the device used? At what location on the tissue? Lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? 3rd. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. No malformed staples were noted during testing.